Event description:
This pt had a left total knee arthroplasty in 1995 and did well until approximately one and a half years ago. He began having increasing pain and swelling to this knee to the point of requiring the use of a walker to assist with ambulation. He" preents" at this time for a revision of the left total knee. X-ray revealed loosening of the femoral and tibial components. Intraoperatively significant synovitis was present as well as looseness of both the femoral and tibial components. These components were removed and replaced.